Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert and went to the emergency room (ER). At the ER and interrogation was done and it was found that a superior vena cava (svc) lead impedance warning had triggered due to high/undefined svc coil impedance on the right ventricular (rv) lead. It was noted that the svc defib impedance has been rising over time. The rv lead remains in use. No patient complications have been reported as a result of this event.